Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but could not find any leaks inside the instrument. The fse attempted to reproduce the leak but only discovered that platelets (plt) were failing during startup. The fse decontaminated the instrument, replaced the syringe assembly, and all filters to resolve the failing plt backgrounds. The fse verified the repairs as per established procedures and results met published specifications. Results: syringe assembly. (B)(4).

Event description:
The customer reported a leak at the probe of the coulter act diff analyzer. The customer indicated 60 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.